Manufacturer narrative:
Evaluation performed on this device. Reported condition of overinfusion was confirmed. Pump did not pass accuracy tests performed. CAPA mdq-CAPA-48 issued in october of 2004 has been issued to resolve this problem. This CAPA is currently in the investigative stage.

Event description:
Service was requested on this device based upon a rreport of pump delivering too fast during pt use. Technicain did not have additional information on the programming of this pump. The facility's rep reported that the event occurred during pt use of the device. There was no record of any pt incident associated with thi device since the las baxter service event. No additional pt infoamtion is available at this time.